Event description:
Reporter indicated that system was registering high impedance. The medical professional believes this is due to the generator being at its end of service. The patient plans to have the generator replaced, but no consult or surgery date has been set. The reporter also indicated that the patient was experiencing an increase in seizures. No comparison to the patient's pre-vns therapy seizure level could be made as the physician did not have information on the patient's pre-vns seizure level. All attempts for more information have been unsuccessful.